Event description:
Customer reported that the unit alarms occluded with nothing connected and the blower was not working. Reportedly, the circuit was occluded and the blower was frozen. The customer reported there was no patient involvement.

Manufacturer narrative:
The failure investigation (fi) lab received the blower assembly for evaluation. Visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. The blower assembly¿s end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The impeller was found to be locking up. Fi technician installed the blower assembly into the fi test ventilator and performed operational test. Fi technician observed the blower was not functioning. There was no breaths delivered and the patient circuit occluded high priority alarm activated immediately. The reported problem was confirmed. The blower assembly was attached to the fi test block. A four wire resistance measurement was performed on the blower assembly motor phase windings and hall sensors testing and the motor phase windings measurements is within specifications; however, the motor shaft cannot be rotated freely due to the impeller is locking up. The blower assembly was sent to the rimr facility for further analysis. Fi technician will updated the file when the report is provided by rimr facility. The root cause for the reported problem could not be determined at this time.